Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported approximately 70% platelet loss for a procedure on a patient with multiple myeloma (mm). Medical intervention did occurred in the form of a platelet transfusion ordered by the physician at the customer site as a result of a platelet loss of 56% taken after rinseback. The patient received a pain pill and something for nausea from the clinic. The patient came to the procedure nauseated, but she just received the medication while she was in the collection. The patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. A conclusive root cause for the platelet loss reported for could not be identified. The dlog and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). The operator made no changes to the default packing factor or collect pump flow rate, and there were no excessive pump pauses during the run. No signs of aggregation were observed in the aim images. The cp average was about 34 for the procedure. This is considered normal for cmnc procedures. According to therapeutic apheresis: a physician's handbook, with current centrifugal technology, reductions in platelet count are usually modest, and levels quickly return to baseline. In a severely thrombocytopenic patient, however, such a loss may mask the beginning of platelet recovery. Similarly, the small amount of red cells lost in the apheresis circuit may be more apparent in an anemic patient who has meager production capacity and who is receiving multiple procedures. Although generally well tolerated, the large-volume leukocytapheresis for stem cell collections in patients often results in a decline in hematocrit and platelet count, particularly because some red cells and platelets are incidentally removed with the stem cells. Root cause: a root cause assessment was performed for the reported platelet loss. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state and blood physiology influenced the collected product * running a lengthy procedure * a dilutional effect on the post procedure sample due to the volume of infused acda.

Event description:
The customer reported approximately 70% platelet loss for a procedure on a patient with multiple myeloma (mm). Medical intervention did occurred in the form of a platelet transfusion ordered by the physician at the customer site as a result of a platelet loss of 56% taken after rinseback. The patient received a pain pill and something for nausea from the clinic. The patient came to the procedure nauseated, but she just received the medication while she was in the collection. The patient is in stable condition. The collection set is not available for return because it was discarded by the customer.